Event description:
It was reported that the patient had the device implanted in (B)(6) 2011 and 'it just did not work' and was explanted in (B)(6) 2011. The patient outcome was not provided.

Manufacturer narrative:
(B)(4).